Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported per medwatch report that the pt's right internal jugular central line was removed by the resident in standard fashion; no complications noted. About ten mins later, the pt was placed in left lateral position, oxygen administered. Blood pressure (bp) and oxygen saturation recovered slowly and pt woke up. Echo at bedside revealed small amount of air bubbles in left chamber of the heart. All symptoms were resolved by the following morning.